Manufacturer narrative:
Additional information - d10, h2, h3, h4, h11. Corrected information - d4, g4, g7, h6, h10. UDI information - (B)(4). Sample was received for evaluation. - images were taken of the ¿as received¿ valve and are attached. The position of the cam when valve was received was 120mmh2o. The valve was visually inspected: the silicone housing was torn around the siphon guard as well as needle holes in the needle chamber. The valve was hydrated. The valve was tested for programming and passed the test. The valve could not be flushed due to the damaged silicone housing. The valve was leak tested and the valve leaked from the damaged silicone housing and the needle holes. The valve could not be reflux tested due to the damaged silicone housing. The siphon guard was cut away from the valve. The siphon guard was tested and passed the test. The valve was dried. The valve was then pressure tested and passed the test. The root cause for the cut/tear in the silicone housing is due to a sharp or pointed object coming into contact with the silicone housing, as noted in the IFU silicone has a low tear / cut resistance. Manufacturing records were reviewed and found no anomalies. Based on the results of the investigation, the reported issue is confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that a hakim valve could not be changed and was revised. The initial setting was unknown. The patient's condition was stable after valve implant. However, it was confirmed that the setting could not be changed, and ventricular slit was verified after MRI images were taken. Also, the patient had a headache. Therefore, a revision surgery was performed. The patient is recovering well.